Event description:
Complaint received from baxter sales rep. Customer reports leaking at the junction between the catheter luer adapter and the tubing during patient use while administering chemotherapy treatment. There was no reported patient injury or medical intervention. Although requested, no additional information is available.

Manufacturer narrative:
The reported device has been discarded due to contamination, and will not be returned for evaluation. The manufacturing facility has been made aware of this report through baxters' complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.